Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 560 mg/dl prior to the call and the customer's blood glucose was 160 mg/dl at the time of incident. The customer mentioned that the insulin pump was dropped prior to the event. The customer also mentioned that the insulin pump had scratches across the display screen and a test was done at the same event. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.